Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string detached from the tampon and the tampon fell apart into pieces inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.